Event description:
Customer reported that their pump triggered an altitude alarm. Blood glucose level at the time of the event was noted to be between 54-500 mg/dl, which is a broad range. The customer experienced a repeated issue with the pump that had persisted for over two hours, despite attempting several troubleshooting steps. These included removing obstructions and cleaning speaker holes, as instructed by technical support, and attempting to resume insulin delivery with a new cartridge. Ultimately, the alarm recurred, and technical support decided to replace both the pump and cartridge.